Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they are having issues with their lips and corners of their mouth are cracking. Their pcp put them on antibiotics since they have been using the aligners and it does not help. The issue comes right back. Provided education to drink plenty of water throughout treatment and can apply small amount of chapstick or vaseline to the inside of their lips to help keep lubricated. Requested update and photos. Patient provided a letter of recommendation from their doctor. In the letter the doctor states that the patient was seen at the office and they are unable to wear the aligners due to them causing severe eczema of upper and lower lips. The patient has failed conseravtive management. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.